Event description:
It was reported by the affiliate that the device was used during a lung procedure. The instrument was fired for the first time over the lung and only one centimeter of the staple fired, the rest of the staples did not form.